Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Contact is gave the customer sugar water to treat the low bg level. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump or future follow-up.